Manufacturer narrative:
Part of the device was returned for analysis. Visual inspection revealed the sheath was detached from the distal strain relieve along with the female telescope. The tip was also detached and the male telescope was detached from the female telescope. The sheath was kinked and the imaging window was kinked and stretched. The female telescope along with the distal strain relief and the tip with part of the imaging window were not returned for analysis.

Event description:
It was reported that catheter entrapment and detachment occurred. The target lesion was located in the left anterior descending artery. After a stent was implanted, an opticross hd catheter was advanced for ultrasound examination of the target lesion. However, during withdrawal, the tip of the catheter was stuck on the distal edge of the stent and was very difficult to pull back. The physician decided to cut the catheter and then pull out the core wire with the sensor. An attempt was made to use a non-boston scientific guide extension catheter to catch the device but it was unsuccessful. The catheter was dragged hard and was separated into parts. A 3.0x32mm and a 3.5x32mm synergy stents were successfully implanted to cover the vessel. Another opticross hd imaging catheter was used to check the lesion post stent implant and the procedure was completed. No patient complications were reported and the patient was stable following the procedure.

Event description:
It was reported that catheter entrapment and detachment occurred. The target lesion was located in the left anterior descending artery. After a stent was implanted, an opticross hd catheter was advanced for ultrasound examination of the target lesion. However, during withdrawal, the tip of the catheter was stuck on the distal edge of the stent and was very difficult to pull back. The physician decided to cut the catheter and then pull out the core wire with the sensor. An attempt was made to use a non-boston scientific guide extension catheter to catch the device but it was unsuccessful. The catheter was dragged hard and was separated into parts. A 3.0x32mm and a 3.5x32mm synergy stent were successfully implanted to cover the vessel. Another opticross hd imaging catheter was used to check the lesion post stent implant and the procedure was completed. No patient complications were reported and the patient was stable following the procedure.